Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
On (B)(6) 2013, it was reported that the patient's blood glucose levels have been elevated as high as 410 mg/dl since (B)(6) 2012. The patient thinks the infusion device does not deliver enough insulin. She was able to correct the elevated blood glucose levels via injections of insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.